Manufacturer narrative:
There is some evidence of rubbing on lead, about 10-15cm distal to the tip. The lead may have rubbed against the ra lead, but it does not appear to have breached the insulation. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
There is some evidence of rubbing on lead, about 10-15cm distal to the tip. The lead may have rubbed against the ra lead, but it does not appear to have breached the insulation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 45 cm distal to the is-1 connector pin the lead body was found squeezed and damaged. At this location all conductor coils were found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 34 cm and 37 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted and replaced due to high pacing impedance (over 2000 ohms) and failure to capture. No adverse patient events were reported. Should additional information become available, this file will be updated.